Event description:
Patient was implanted with spinal hardware l3-sacrum. After the surgery, a polyaxial screw used for sacrum spine was found to be pulling out. A second surgery has not been performed yet, but is under consideration. As surgical intervention may occur, an MDR is being filed to document this event.

Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.